Event description:
The biorci screw broke during insertion, while completing fixation of a soft tissue graft. A portion of the screw remains in the patient. There was an approximate half-hour delay. A back-up screw was used to complete the procedure. No further procedural complication or injury to the patient occurred.